Event description:
Customer reported multiple instances of the 20059e rupturing when contrast is administered with a power injector. Reported the tubing splits lengthwise, showering the pt with fluid and contrast, causing back bleeding from the IV catheter. Stated the 20059e, is used in the emergency department (ed) for all pts, specifically those that may need fluid resuscitation. Customer was advised to use the 20039e model or similar set that is rated for power injector use for pts who need a contrast CT. Another option provided was to remove the 20059e and replace it with a 20039e when it is determined the pt needs a contrast CT. The extension set 20059e is only rated for a maximum of 30psi.

Manufacturer narrative:
(B) (4). (B) (4). (Date of event): reported as on-going.